Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single gripper actuation issue, unable to capture leaflets, and unable to grasp leaflets were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ on a patient with a prolapsed leaflet, restricted leaflet, and abundant left ventricular intracardiac tissue. A mitraclip xtw was inserted and grasping was performed. However, difficulties grasping and capturing the leaflets occurred, and it was observed that one of the grippers was not functioning as intended. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. Two clips were then implanted, reducing mr to a grade of 1-2. Post procedure the grippers were tested, but the issue continued to occur. There were no adverse patient effects and no clinically significant delay in the procedure.